Event description:
It was reported that when the carrier of the pico 7 dressing was removed, much of the silicone adhesive was removed with the carrier and did not remain on the dressing, so it could not be used for treatment. The other dressing in the carton was used for treatment. No delay was reported.

Manufacturer narrative:
The device intended to be used in treatment has been returned and evaluated along with photos establishing a relationship with the reported event. The visual evaluation confirms most of the silicone remains on the carrier when removed. Root cause determined as a raw material issue. The complaint history file contains further instances of the reported events. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.